Event description:
Freestyle libre 14 day device was not reporting accurate blood sugars, we think from (B)(6) 2021 since the patient was running lower blood sugars than usual, his long acting insulin was held due to the low blood sugar readings until (B)(6) 2021 when the low reading on the libre of 65 was checked against the accucheck finger stick reading of 450. The patient is not showing any adverse effects from having the elevated blood sugars. FDA safety report ID # (B)(4).